Manufacturer narrative:
Product ID: 3387s-40, lot# va0arp9, implanted: (B)(6) 2013, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0p7r6, product type: lead. Product ID: 3387s-40, lot# va0p7r6, implanted: (B)(6) 2014, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional reported that the patient whose indication for use is essential tremor and movement disorders was experiencing intermittent shocking sensations in the right hand. The patient's tremor was also starting to manifest. The neurologist suggested there were high impedance and a surgery may be necessary. It was unknown what had led to the event, if diagnostics were done or if any troubleshooting was performed. The event was not resolved. Surgery was mentioned but they were unaware of any final decisions made. Further follow up is being conducted to obtain information about impedance results, actions taken to resolve the issue, cause and outcome. If additional information is received, a supplemental report will be submitted.